Event description:
No additional information

Manufacturer narrative:
Investigation results our quality engineer inspected the sample submitted for evaluation. Bd received one 20g insyte autoguard bc IV catheter which exhibited evidence of use. The actuator had been advanced through the blood control valve. A microscopic examination of the catheter adapter revealed a breach in the adapter. The location of the breach coincided with the flared end of the wedge. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd iag bc pro global pnk 20ga x 1.16in had leakage at the catheter junction. The following information was provided by the initial reporter translated from french to english: (B)(6): 25-jun-2024. Follow-up 1st attempt comments (rec): attached the e-mail in "attachment(s)" field below "1. Could you please provide a date of event? "18/06/2024". 2. Please confirm the number of products affected. "1 device only". 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? "Catheter change, patient reperfusion". 4. Has there been any healthcare worker¿s exposure to blood or bodily fluids? "No" 5. Have any other actions been taken? "No". 6. Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? "No". We would also like to know if samples are available for the survey. If so, could you tell us whether they are used or unused samples, and if so, whether they are contaminated with blood or cytotoxic drugs. "Yes, the device is available." "Yes, the catheter has been used; it is contaminated." In order to organize the return of the samples, we would need you to provide us with a pick-up address, including the name and number of the person to contact, and we will schedule a pick-up of the samples by our tnt carrier. "Return address: to maëlle de kerautem, interne en pharmacie service pharmacie centre hospitalier loire vendée océan boulevard guérin 85300 challans 02.51.49.50.61". I'm currently a pharmacy intern at the challans hospital, in charge of material vigilance. We've had an incident with the insyte autogard bc pro catheter (ref 381034, batch 4072333). There is a hole in the catheter at the level of the non-return valve, causing a leak, with the clinical consequence of having to reperfuse the patient. The device is available for expert appraisal.